Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to door failure. A field service engineer replaced the latch and reassembled the door to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system door 2 of tower 2 was experiencing frequent malfunctions. The customer reported that this issue persisted for several months, causing difficulties for nurses in accessing medications in this area, resulting in delays in medication dispensing and impacting patient care. There were no adverse events or injuries reported based on this incident.